Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed sensor error and change sensor. The customer's blood glucose reading was 130 mg/dl at the time of incident and was also recently 500 mg/dl. Troubleshooting advised customer on proper calibration technique and to changeout the sensor.